Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. A boston scientific technical services consultant discussed the clinical observations with the caller and suggested programming a split configuration which the caller said would be performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.